Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 800mg/dl and diabetic ketoacidosis. The customer had symptoms such as dry heaves and treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was unknown at the time of the call. Customer declined to troubleshoot their high blood glucose.